Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the micrometer reading was off. Additional information requested.

Manufacturer narrative:
Additional information provided. During an onsite visit the fse (field service engineer) was not able to confirm customer reported event. Fse found no problem, customer glass within specifications. Fse verified micrometer and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications the manufacturer internal reference number is: (B)(4).